Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The issue occurred on a previous day and no troubleshooting was able to be completed. There was no adverse impact to the customer¿s blood glucose level.